Event description:
Procedure: hernia. According to the reporter: after dispensing a couple of clips, the device broke apart. The distal tip broke off into the pt cavity, all pieces were recovered. The or team opened another device to finish the case.